Event description:
It was reported an over infusion of lasix. There was patient involvement but no harm. Bd received additional information. It was reported that the event occurred on (B)(6) 2024 at 0030. Lasix was a "routine infusion", ordered rate was 2.5mg/hr. (1.3ml/hr.), volume to be infused (vtbi) 100ml. The bag contains 200mg of lasix in 10ml normal saline (final volume 100ml). Per report, the 100ml was infused over approximately 7 hours when approximately 9.1ml should have infused over that time. Bd alaris pump infusion set 2420-0007 was used. The infusion was reportedly programmed manually using guardrails drug library. No other infusions running at the time of the event.

Manufacturer narrative:
A follow up report will be submitted once the failure investigation has been completed. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported an over infusion of lasix. There was patient involvement but no harm. Bd received additional information. It was reported that the event occurred on (B)(6) 2024 at 0030. Lasix was a "routine infusion", ordered rate was 2.5mg/hr. (1.3ml/hr.), volume to be infused (vtbi) 100ml. The bag contains 200mg of lasix in 10ml normal saline (final volume 100ml). Per report, the 100ml was infused over approximately 7 hours when approximately 9.1ml should have infused over that time. Bd alaris pump infusion set 2420-0007 was used. The infusion was reportedly programmed manually using guardrails drug library. No other infusions running at the time of the event.

Manufacturer narrative:
Correction: it was determined through investigation of the returned devices that the initially reported suspect device reported under manufacturer report number 2016493-2025-64794 is a concomitant. Please refer to manufacturer report number 2016493-2024-46666, which captured the correct suspect device per investigation report.